Event description:
The customer reported that the device locked up during testing and displayed shock equip malfunction and pacer equip malfunction error messages.

Manufacturer narrative:
The customer reported that the device locked up during testing and displayed shock equip malfunction and pacer equip malfunction error messages. Philips evaluated the device and confirmed the failure. The problem was resolved by replacement of the processor pca. The device passed all testing and was returned to the customer.